Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that steps taken to resolve the issue of the shocking sensation going down their leg was they turned the patient's device off. The issue had not been resolved. The rep reported that the patient would decide if they wanted to have a revision of the lead and battery and would let their doctor know their decision.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the caller reported the patient was feeling a shocking sensation that goes down to their leg. The caller reported they'd program the patient, they would be on program 1 at 0.3ma and would be fine, but the very next day they'd call and say they were up all night and couldn't sleep and the device was shocking them. The caller stated they had filtered through several different programs and it was the same thing. The patient had not had any falls or accidents but this issue started suddenly. The caller mentioned they did an x-ray and everything looked fine. The caller stated that the device had been turned off for a few weeks and the patient wasn't feeling the sensation but as soon as device was turned on, the sensation returned. The agent suggested trying to recreate the sensation by having patient move in different positions and if they can recreate the sensation, to check impedances. The agent also suggested trying custom programming and comparing x-ray images to post-op imaging to see if lead has migrated at all. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.